Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted.

Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with a new screwdriver, in spite of the identified damages to the atrial set-screw. The damages identified to the atrial set-screw are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in figure 4. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavity.